Manufacturer narrative:
Suspect device has not been returned to conmed electrosurgery for evaluation. Conmed electrosurgery is currently active in contacting the user facility to obtain this suspect device. We are also pursuing pt status info. Add'l info will be forwarded to the FDA once our investigation has been completed.

Event description:
Conmed pencil was being used by dr. When the pencil was placed on the drape, the customer stated it activated on its own causing a superficial burn to the pt.